Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that (2) amia automated pd cycler sets were missing the patient line caps (pull ring caps). This was observed during set up for peritoneal dialysis therapy; further described as, this was noticed upon opening the packages. The patient was not connected at the time of the event. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.